Event description:
The event is reported as: during a procedure, the balloon would not deflate. No injuries reported.

Manufacturer narrative:
Product has not been received by MFR, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.